Event description:
It was reported that a driveline disconnect alarm occurred. Also, although the details are unclear, it appeared that the patient performed a system controller exchange at home. Log files were sent for review. The log captured a driveline disconnect at 20:27 on (B)(6) 2026. The driveline was briefly reconnected at 20:28 and disconnected again at 20:29. There did not appear to be any alarms leading up to these events. There were no other unusual events recorded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.